Event description:
An increase in shock impedance was reported, from approximately 90 ohms to approximately 120 ohms over the course of a few days in early (B)(6) 2022. Most recent measurements show a trend upward to over 130 ohms. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.